Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult positioning in anatomy associated with clip caught in chordae was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. During the procedure, one clip became entangled in the chordae. The physician took more than an hour, but was able to release the clip from the chordae. The physician opted to remove the clip and continue with another. Three clips were implanted, reducing tr to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure.